Manufacturer narrative:
Medwatch sent to the FDA on 09-nov-2017 device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device had gray discoloration on the shell. Brown, blue, green, and white particles were observed on the inner and outer surface of the device shell. A valve test was performed with a sample fill tube, which noted the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed on the edge of the balloon's center patch. Under microscopic analysis, the opening was noted to be .2 inches in length. The opening was noted to have a smooth-edge which ran along the edge of the center patch where it adjoins to the balloon shell, consistent with a potential workmanship issue. Blue particles were observed in the valve channel. Device labeling addresses the reported event as follows: warnings: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months. This has already been experienced. Deflated devices should be removed promptly. Precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® system beyond 6 months. Possible complications of the use of orbera® system include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "noted blue urine." Diagnostic testing confirmed balloon deflation. Device was removed.